Manufacturer narrative:
Batch review performed on 24 august 2022. Lot 2101894: 54 items manufactured and released on 30-mar-2021. Expiration date: 2026-mar-14. No anomalies found related to the problem. To date, 51 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants batch review performed on 24 august 2022 on gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot. 2011075. Lot 2011075: 134 items manufactured and released on 11-mar-2021. Expiration date: 2026-feb-28. No anomalies found related to the problem. To date, 127 items of the same lot have been sold with one similar reported event during the period of review. Batch review performed on 24 august 2022 on gmk-sphere 02.12.0212fr tibial insert fixed sphere flex size 2/12 mm r (k121416) lot. 2100080. Lot 2100080: 30 items manufactured and released on 25-mar-2021. Expiration date: 2026-mar-11. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 24 august 2022 on gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2101550. Lot 2101550: 240 items manufactured and released on 08-apr-2021. Expiration date: 2026-mar-22. No anomalies found related to the problem. To date, 227 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. At about 1 month after the primary surgery, the surgeon revised all implants and the surgery was completed successfully.